Event description:
During a surgical procedure, the cautery tip was flaking. Pieces entered the surgical site.

Manufacturer narrative:
Additional device MFR date: 05/2012. During a surgical procedure for the removal of a pilonidal cyst, the coating of the cautery tip flaked into the surgical site. The surgeon flushed the site several times and antibiotics were prescribed prophylactically. No other complication was noted and the facility reported that no serious injury occurred. The sample was returned and evaluated. The top half of the tip did not have coating remaining on it. The tip was mfg by bovie medical. They have been notified of this incident.